Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant low inratio result. Inratio 2.5 ((B)(6) 2014); lab 8.0 ((B)(6) 2014). Patient's therapeutic range 2.0-2.5. Patient was scheduled for a heart conversion on (B)(6) 2014, and before the procedure, it was discovered her inr was 8.0. Patient was admitted to hospital, and the heart conversion treatment was cancelled. The treatment provided while the patient was in the hospital was unknown to the daughter of the patient who was reporting the issue. Patient was released from the hospital on (B)(6) 2014.